Manufacturer narrative:
(B)(4). From reviewing risk analysis, FDA's guidance document [class ii special controls guidance document: intraoral devices for snoring and/or obstructive sleep apnea; guidance for industry and FDA]. And the instructions for use (IFU), tooth movement or changes in dental occlusion and dental soreness are known inherent risks detailed in the warning section of the IFU. These risks are reduced by having a design that can provide a custom fit that minimizes such impingement; supplying the device to dentists that check the initial fitting to check for correct fit and provide continued treatment for titration and regular check-ups; and by indicating in the IFU to consult a dentist if problems develop or persist during use.

Event description:
On (B)(6) 2016, we received a call from a patient. The patient wanted to know the status of her complaint. She mentioned receiving several doctors' opinion of her medical concerns (chiropractor being one). Her issues included pain in her mouth and neck, and that her jaw was misaligned. She is seeking compensation for her medical bills accrued for wearing the device.